Event description:
Additional information was received that the cause of the event was suspected, but not confirmed damage.

Event description:
During a remote follow-up, episodes of oversensing due to myopotentials and electro-magnetic interference (emi) were observed on the right atrial (ra) lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.